Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23-24 mg/dl. The suspected cause was due to the pump control iq software not terminating insulin deliveries while the customer's bg trended low. The pump data was reviewed by the distributor and it was identified that the control iq software was working as intended at the time of the event. Customer consumed carbohydrates to address low bg. After the pump data review, it was identified that the cause of the low bg was due to the customer not using control iq properly as the customer was not using sleep mood during the night.